Event description:
An optometrist reported a patient who presented with blurry vision in the left eye approximately three months post lasik. The patient was noted to have epithelial hypertrophy vs. Epithelial island under the flap. Additional information received states that the patient had a flap lift to remove cells and was instructed to use a regimen of artificial tears as needed and tear gel at night. The patient is scheduled for a follow up visit at a later date.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).